Event description:
It was reported by the affiliate in that during an arthroscopic recurrent joint surgery of the left shoulder on (B)(6) 2021, it was observed that the anchor on the gryphon p br ds anchor w/oc device came off during knotting. Another like device was used to complete the procedure with less than 30-minute surgical delay. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was implanted in the patient, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (7l89086), and no non-conformance related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.